Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Tibial fracture repair. Cracks occur around the screw during external compression. It was revealed at the time of postoperative x-ray photography. The splint was fixed and unloaded.